Event description:
Customer called staing that there were two strips inside a new box that already had blood on them. Had customer open several more strips. Found that these strips are fine. They state that they are going to contact the health department in their area to make sure that these strips have not harmed them in any way. Customer asked to return box of strips, and a replacement was provided.